Event description:
Customer's mother reported that the insulin pump became stuck during the rewind. She stated that they never saw numbers on the display and did not finish the prime. Customer was advised to change the reservoir with more insulin and she stated that they saw numbers and insulin coming out. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.